Manufacturer narrative:
The react 71 catheter (model: react-71 lot: 750143) was returned for analysis within a shipping box and within a plastic bag. The (boston scientific) gateway advantage y-adapter was also returned with the react 71 catheter. The react 71 catheter total length was measured to be ~140.5cm which is within specification (specification: 141cm ± 3cm) and the useable length was measured to be ~133.8cm which is within specification (specification : 132cm +3/-0cm). The solitaire platinum revascularization device was returned within the react 71 catheter. The solitaire platinum pushwire was found protruding from within the react 71 hub for ~49.0cm. The react 71 catheter body was found ¿wavy¿ from ~17.5cm to ~2.5cm from the distal tip. The react 71 distal tip was found ovalized. The react 71 catheter was flushed, blood and water exited from the distal tip. An attempt was made to remove the solitaire platinum revascularization device from within the react 71 catheter; however, was found to be stuck. Recreation testing was performed using the returned gateway advantage y-adapter, an in-house (penumbra) neuron max long sheath (ref: (B)(4) lot: f63069) (which has a labeled ID (inner diameter) of 0.088¿), and a 20cc syringe. The returned gateway advantage y-adapter was secured to the neuron max long sheath hub and flushed with water. The react 71 catheter was inserted into the gateway advantage y-adapter and through the neuron max long sheath without issue. The distal tip of the neuron max long sheath was submerged into water. The 20cc syringe was attached to the gateway advantage y-adapter side arm. The gateway advantage y-adapter was loosened enough to allow movement of the react 71 catheter. The react 71 catheter was pulled through the gateway advantage y-adapter while applying negative pressure on the 20cc syringe. The react 71 catheter was smoothly pulled through the gateway advantage y-adapter until at ~2.5cm from the distal tip the catheter bod y curved into the gateway advantage y-adapter side arm and became stuck. After testing, an in-house 0.067¿ mandrel was inserted into the react 71 distal tip and became stuck after ~4.0cm. The distal end of the react 71 catheter was dissected (cut) lengthwise and the stuck solitaire platinum revascularization device was removed. No damages or irregularities were found with the solitaire platinum marker coil or attachment zone. Several stent struts were cut during removal; however, two stent struts appear to have been possibly broken. The stent will be sent out for sem (scanning electron microscopy) analysis. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the first attempt aspirated through the react 71 got successful reperfusion. Upon withdrawal of the catheter out of the infinity sheath. The catheter became stuck in the rhv at the distal end due to the suction force generated by the 60cc syringe on the side arm of the rhv. The catheter did not get stuck until the last distal portion of the catheter was being withdrawn. The catheter remained stuck until the 60 cc syringe was removed from the side arm of the rhv. To be safe, we removed this react 71 catheter and used a new catheter from the same lot. The second pass was successful in navigation and recanalization. This time asolitaire was used in parallel. The same procedural steps were done as previously performed. Upon removal the same incident happened but less severe. The hypothesis by the doctor was that there is not much space around the outside of the react 71 and this particular rhv (smaller than most industry standard rhvs) and this pressure as the soft flexible portion of the catheter caused the catheter to want to try and force itself into the side arm, becoming stuck through suction pressure. 2 cases were performed the day prior to this incident and this did not occur. The physician says in the previous cases that he used a check flo valve in between the side arm and 60cc syringe and that could have lowered the force enough to not cause this issue. There were no patient symptoms or complications associated with this event. All reported devices and associated devices were prepared and used per the IFU, however, the IFU does not specify which rhvs to use. The procedure resulted in a successful perfusion of the target lesion, as was treated with the reported devices. The indecent did not affect the patient or treatment in any way. There was no resistance upon withdrawal. The patient was under going a mechanical thrombectomy on a left m1 lesion. Main products involved: medtronic react 71 catheter lot #750143 boston scientific gateway advantage y-adapter 60 cc syringe accessory products: stryker infinity plus sheath medtronic marksman micro catheter 160cm stryker synchro 2 wire solitaire platinum 4x20

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.